Event description:
While using an expressew needle the head of the needle snapped while passing through rotator cuff tissue. Additional information from the affiliate: date of procedure: (B)(6) 2014. Verify name of facility and address: (B)(6). Name of procedure: shoulder arthroscopy rc repair. Date mitek person was told of failure: (B)(6) 2014. Did the head of the needle break in the patient? Yes. Was the fragment removed from the patient? Yes. How was the procedure completed? Not reported. Did this failure extend the procedure time longer than 30 minutes not reported. Were there any patient consequences? Non reported. Is the device being returned, or was it discarded? Discarded.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.